Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. At an unspecified time, channel 3 of the device was programmed to deliver an unspecified concentration of magnesium sulfate at a rate of 25 ml/hr, with a vtbi (volume to be infused) of 500 ml, and the delivery was started. The customer contact reported the patient received a 4 gram bolus of magnesium sulfate prior to the continuous delivery. It was reported that 30 minutes after the delivery was started, the pt was hypotensive with a blood pressure (bp) of 70/40 mmhg and complained of flushing. At the time, the patient was treated with an unspecified fluid bolus. It was reported after the fluid bolus was delivered, the patient's symptoms resolved. The customer contact reported "throughout the infusion the patient continued to deteriorate and become less responsive." It was reported 2 hours after the delivery was started, the nurse noted that the medication container was empty and the pt was lethargic and remained hypotensive. No specific bp values were provided. At that time, a stat serum magnesium level was drawn and the results were 9.6mg/dl. The patient was treated with an unspecified concentration of calcium gluconate. The customer contact stated after an unspecified length of time, the patient's blood pressure increased to the 100's and the pt became more alert. After an unspecified length of time, a second magnesium level was drawn and the results were 9.1 mg/dl. The customer contact reported the patient did not deliver the baby and was discharged from the hospital. It was reported there was no known adverse effects to the baby. At an unspecified time, the device was removed from clinical service. The customer contact reported the device was programmed to deliver the magnesium sulfate at a rate of 250 ml/hr instead of the intended 25 ml/hr. Though requested, no add'l info was provided.